Event description:
This complaint is being cancelled as it is a duplicate complaint. Duplicate of (B)(4), mfg report # 2249723-2023-03562.

Manufacturer narrative:
This complaint is being cancelled as it is a duplicate complaint. Duplicate of (B)(4), mfg report # 2249723-2023-03562.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a "iabp may require maintenance" alarm. The nurse stated the night shift had the alarm during the night but didn¿t know what to do. She had a backup pump available at the bedside and stated she was comfortable moving patient on to that. There was no patient harm.